Manufacturer narrative:
H6: wedge band bypass; evaluation summary: two cartridges (a-b) were returned without a device and in good visual condition. Cartridge a had a wedge band bypass; right side fully fired, left side 1/2 partially fired; the lockout tab was found to be in normal condition. Cartridge b, also had a wedge band bypass as well; right side 3/4 partially fired, left side 1/2 partially fired; the lockout tab was in normal condition. No functional test could be performed. Add'l lot no. A4c76a.

Event description:
It was reported that during a video gastroplasty procedure, there had been partial stapling. There was no adverse patient consequence.